Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. The visual inspection found the back enclosure was broken, the functional evaluation found no fault. The device was fully tested and performed within expected parameters. This evaluation was not able to establish a relationship between the failure reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. This investigation has now been closed and recorded as no fault found. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch pump was alarming canister full despite new dressing and canister were used. The therapy stopped for several hours until the backup device was provided to continue therapy. There was no patient harmed.